Event description:
Additional information was received indicating the noise resulted in oversensing. Lead insulation damage was suspected.

Event description:
During a remote follow up, noise was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.